Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not responding at all. The customer¿s blood glucose was 230 mg/dl. Customer stated that they were not able to get any response from insulin pump. The device will be returned for analysis.